Event description:
It was reported that the patient's spondylolisthesis worsened, and they required a fusion. As a result, the patient underwent an explant procedure of their superion indirect decompression spacer implant. The device will not be returned for analysis as it was retained by the patient.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.